Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the ise module, replaced multiple hardware components and consumable parts to resolve the issue. No specific part could be identified as the definitive cause. The following hardware components were replaced: reference valve; ise (ion-selective electrode) electrodes; ise roller, ise pinch and dilution pot tubing; and ise buffer valve. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported false high sodium (na) and chloride (cl) patient results were generated on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.